Event description:
Ous MDR - boston scientific received info that shortly after the implant of this right atrial lead, a lead dislodgement occurred. A procedure was performed to address the issue, however, attempts to reposition the lead were unsuccessful. No add'l adverse pt effects were reported. As no further info concerning this report is expected, out investigation is complete. This investigation will be updated should further info be provided. No implant or explant date was provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.